Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent temperature alarms that occurred while charging the pump. Blood glucose (bg) levels were in the 400s mg/dl and was corrected via the pump. The pump was in normal temperature conditions. The customer has not received an alarm since (B)(6) 2017.